Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to a low blood (bg) level of 31 mg/dl and experienced a seizure. Cause was unknown. Customer was treated with intravenous saline. Reportedly, customer reverted to manual injections for insulin therapy.